Event description:
The parent record was determined to be a duplicate of pr 3771862 which was reported on MDR number 3030677-2023-03703. Reporting is no longer applicable for this record.

Manufacturer narrative:
The parent record was determined to be a duplicate of pr 3771862 which was reported on MDR number 3030677-2023-03703. Reporting is no longer applicable for this record.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 unit cannot turn on. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.